Event description:
It was reported that the customer had normal blood glucose levels of 119 mg/dl. The customer reported that the insulin pump had a crack on the screen. It was reported that there was a crack on the lower left corner of the screen of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.